Manufacturer narrative:
G4: 05jun2020. B4: 05jun2020. The manufacturer¿s international service technician confirmed the reported issue. The customer did not approve the repair and the unit was not serviced at this time. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03march2020.

Event description:
The customer reported intense blower issue. There was no patient involvement.